Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of "high" on glucose monitor. Reportedly, cgm values did not populate which caused them to go high. Bg was addressed via correction bolus via pump. The customer was instructed to consult with healthcare provider regarding bg level.